Event description:
It was reported that during the pacing procedure, while pacing from the quad a or quad b port, all the channels, including the 12 leads of bs ecgs and all ic (intracardial) lost on both carto and ep recording systems at the same time. Customer exchanged the pacing cable with no resolution. Physician declined troubleshooting at that time. The case was completed without any patient consequence by avoiding pacing during ablation.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). Biosense field service engineers visited the account, replaced the bs cables, verified operation, system is in service and ready to use. The device history record (DHR) was reviewed and no anomalies were found regarding this issue.